Event description:
After 3 months of implantation, the device involved in this MDR report was found in standby mode; after re-initialization with the standard programmer version, a high battery impedance was observed (3.8 kohms). A new follow up was performed was one month later and the high battery impedance was confirmed. Although the elective replacement indicator was not reached, evaluation of device replacement was recommended.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device will be analyzed if it is explanted and returned in our in-house analysis.